Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen 100mcg/ml at 21.35mcg/day, dilaudid 7.5mg/ml at 1.6mg/day, clonidine 125 mcg/ml at 26.69mcg/day, fentanyl 50mcg/ml at 10.67mcg/ml and bupivacaine 2 mg/ml at 0.4270 mg/day via an implantable pump for non-malignant pain. It was reported that the healthcare provider (hcp) told the patient's son that "turning the pump of doesn't really matter as these pumps are known to turn back on their own." The hcp felt there was "no point in turning the pump off because the pumps are known to turn back on." The manufacturing representative discussed that this was not true, and that the biggest issue with turning a pump off would be withdrawal. Additional information was requested regarding the patient's identifying information, concomitant medications, medical history, the event date, when the event occurred, symptoms, troubleshooting performed, actions/interventions taken and the cause for the pump turning back on, but was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient who was receiving an unknown drug at an unknown concentration/dose/frequency via an implantable pump for an unknown indication for use. It was reported that the healthcare provider (hcp) told the patient's son that "turning the pump off doesn't really matter as these pumps are known to turn back on their own." The hcp felt there was "no point in turning the pump off because the pumps are known to turn back on." The manufacturing representative discussed that this was not true, and that the biggest issue with turning a pump off would be withdrawal. Additional information was requested regarding the patient's identifying information, drug information, indication for use, concomitant medications, medical history, the event date, when the event occurred, symptoms, troubleshooting performed, actions/interventions taken and the cause for the pump turning back on, but was not available at the time of this report. If additional information is received, a follow-up report will be submitted.